Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in germany: "unintentional bolus" "at the monitor centre, the patient was suddenly conspicuous with high blood pressure. On entering the patient's room, the perfusor with a 50 ml syringe and the drug noradrenaline delivered a "continuous bolus" without intervention. During this time, the device display was white, i.e. There was no running rate or other display. Other display. Furthermore, the perfusor could no longer be switched off."